Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: during use, the casing cracked and leaked fluid, and the rubber stopper failed to rebound. The affected quantity totals 12 units. Additional information received from the customer: please confirm the lot number(s)? Batch no.: 25055265. Please confirm how many of the 12 samples were cracked and how many had a recessed piston? Among 12 problematic physical devices: 3 had non-resilient stoppers (fluid leakage observed upon removing screw-on infusion set after infusion; blue rubber core failed to retract, leaving connector open; after replacing the connector, the defective connector was set aside and the rubber core still did not rebound; it rebounded spontaneously after one day); 9 cases of shell cracking (cracks were found on one side of the connector shell, causing fluid to drip during infusion, resulting in medication waste. Please confirm the make and model of the connecting product(s)? Connection devices include infusion sets (screw-on), 10/20ml syringes (straight-in), and prefilled syringes (seksess). Please confirm what substance was being infused during the time of the event? The medications included chemotherapy drugs such as cyclophosphamide, anti-infective drugs such as immunoglobulin, and anti-rejection drugs such as cyclosporine) please confirm if the sample has been disinfected ¿ if so when and with what substance? The connector disinfectant is 75% alcohol swabs. Was there any patient harm? No patient harm occurred. Connection devices include infusion sets (screw-on), 10/20ml syringes (straight-in), and prefilled syringes (seksess).